Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient is a participant in a clinical study.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced an inappropriate shock due to oversensed noise while performing abdominal crunches. A remote transmission showed that the extravascular lead (ev-lead) had oversensed noise detected, along with a decrease in the trend of sensed r-waves and an increase in stored non-sustained ventricular tachycardia episodes. The patient was brought in-office for an interrogation, where detections were suspended, and the patient performed abdominal crunches to check for oversensing of noise. The oversensing of noise was observed during abdominal crunches in specific sensing vectors. It was noted that the extravascular implantable cardioverter defibrillator (ev-ICD) appeared to have moved or rotated in the pocket, while the ev-lead appeared to have moved caudally. Reprogramming was done and the ev-ICD and ev-lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: (B)(6) ev-lead implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.